Manufacturer narrative:
Additional information received that the broken part was incorporated into the filling and treatment concluded. Investigation summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batches #1764586 and #1763174). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
Device was received. Investigation summary: a reciproc blue file r25 8/100 25mm 025 was returned in loose. The file is broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1764586 and #1763174). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). This is to correct and remove the codes that were initially reported - removing codes for: type of investigation code - 4114. The correct codes for this complaint are: type of investigation code - 10. This is a follow up report to correct this code.

Event description:
In this event it is reported that a reciproc blue, 4x, sterile file broke during use. The broken part remains in the root canal.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.